Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. The device history records were reviewed for deviations and/or anomalies. No anomalies/deviations related to the event were identified. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted (at this time). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through pmi that the patient underwent an initial left hip arthroplasty. Subsequently, the patient plans to be revised 2 months post procedure due to cup loosening.